Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). The technical service representative (tsr) had the patient's nurse cycle the power and review the alarm log. The tsr explained the alarm. There was no patient injury or medical intervention reported. No additional information is available.